Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 61 and 64 mg/dl as well as meter to meter comparison results. The customer did not know their expected glucose range. At the time of the call the customer felt well and did not report any symptoms. Daughter had stated that on (B)(6) 2020 the customer had not felt well so she had performed a blood test using the truemetrix meter and obtained a result of 61 mg/dl fasting. Customer then had called ems who arrived less than 10 minutes later and had tested the customer's blood glucose using their device and obtained a result of 30 mg/dl fasting. The diagnosis was low blood sugar and customer was given IV fluids and crackers. Customer had performed a test using the truemetrix meter shortly thereafter and had obtained a result of 102 mg/dl non-fasting. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/19/2021 and open vial date is 09/2020. The meter memory was reviewed for previous test result history: (B)(6).